Event description:
It was reported that during a cholecystectomy procedure, the applier didn't apply the clips. The clips fell into the abdomen. The clips were not properly closed neither on the cystic duct nor onto the cystic artery. Another device with a different product code was used to complete the procedure. Delay of ninety minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clip fell during the positioning around the cystic artery; they fell into the abdomen and were retrieved twice. The surgeon was constricted to activate more times the stapler before surrounding and to close the vessel. The intervention was finished with a delay of 20 minutes. The patient now is ok and didn¿t have any problem during the post-surgical"

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an er320 device was returned in good visual condition inside its sterile and closed package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and twenty scissored clips. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.